Event description:
It was reported that the ilet user experienced a severe low blood glucose of 46 mg/dl and was self-treating with oral glucose. Review of device data indicated missed meal announcements consistent with an improper or incorrect use procedure related to the user interface. Symptoms included hypoglycemia with associated dizziness and fatigue. Outcomes included no lasting health consequences or impact. Investigation included communication with the healthcare professional and user, along with analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.